Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a catheter placement procedure using the hickman cv catheter. Post the procedure on (B)(6) 2026, the nursing staff observed a rupture in the lumen of the replacement catheter. Reportedly, the chemotherapy treatment had not yet been completed, the catheter was temporarily covered until the therapy concluded. As per the recommendation of interventional radiology, the catheter was removed on (B)(6) 2026. There was no reported patient injury.